Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the fail-safe alerts on the infusion device failed to operate. The caller reported that at 8:20 am the patient had a blood glucose result of 24 mmol/l. The mother administered a correction bolus of 1.3 i.u. Via the infusion device. At 8:45 am the patient received a blood glucose result of 22.1 mmol/l. At 9:30 am the patient experienced elevated blood glucose symptoms of vomiting and had ketones of 5.4. The patient was transported to the hospital by his parents. At the hospital the patient was diagnosed with diabetic ketoacidosis. The patient was removed from pump therapy and was being treated with a sliding scale of insulin. The caller alleged that the error log of the infusion device showed a 'bolus cancelled' message and an 'occlusion error', however the reporter stated that the pump failed to alert them of these messages. At the time of the report the patient was still hospitalized, it is unknown when they will be discharged. The infusion device was requested to be returned for product evaluation.